Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the pump was advanced towards the heart. Unfortunately, during removal of the placement wire, the impella was inadvertently withdrawn from the ventricle. Additional information states that the initial impella device was implanted but required removal shortly thereafter due to a delivery-related issue. A second impella device was then implanted without reported complications and remained in use until it was subsequently removed later in the hospitalization. No additional concerns were reported for the second device.